Event description:
It has been reported to philips that fluoroscopy failed while using the wireless footswitch. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary planned treatment/non-emergency treatment. The procedure was completed by using the wired footswitch. Analysis of the log file showed issues with the pedal (internal switches). The philips field service engineer (fse) inspected the system onsite and confirmed the fluoroscopy failed while using the wireless footswitch. Upon troubleshooting, fse cleaned the wireless footswitch, and the issue was not identified after cleaning the footswitch. After that, fse advised the customer to use a plastic bag over the footswitch. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. A firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch the requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. The codes were updated based on the investigation outcome.